Event description:
New information received indicated that the patient presented for a follow-up and device was reprogrammed accordingly. The patient is fine and there were no adverse events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia (svt) rhythm. The episode was reviewed through a merlin.net device transmission. Upon review of the egm, atrioventricular (av) interval had initially detected the rhythm as an svt, but later re-detected it as vt due to ectopic beats. Programming changes were recommended. Patient will be brought in for the normal device clinic check for programming changes.